Event description:
Alleged deflation.

Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed inadequate bond of the anterior valve to the outer shell, allowing for a leak at the junction.

Event description:
Deflation.